Manufacturer narrative:
(B)(4).

Event description:
It was reported, there were ¿interference¿ messages on the clinician programmer (8840) when trying to interrogate the implantable neurostimulator (ins). It was stated that two 8840¿s were tried. The ins could be interrogated ¿fine¿ when it was on a table in a different area of the surgery room. There would be interference when the ins was on the surgical table or in the patient. ¿some¿ equipment, including a ¿robot¿ that was in the room was turned off. The patient was on the table at the time of the call. A few days later, it was stated that berchtold led lamps were causing the interference. Once the lights were turned off, the 8840 no longer displayed the error message. There was no harm to the patient at any time. The procedure was successful.

Event description:
It was reported that the manufacturer representative was not getting communication with the ins. It was noted that the patient also had a pacemaker with a magnet on it.

Manufacturer narrative:
(B)(4).